Manufacturer narrative:
Implant regio 46 fractured. Construction was a single crown placed on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Fracture was caused by mechanical overloading after 12 years in situ. Initial report was submitted 03/02/2021 but did not pass. This is the combined initial and final report.

Event description:
Implant fracture.